Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed functional damage and exposed wires on handheld cable. A test standard handheld cable was used for performance testing due to functional damage to the one returned and the unit passed all diagnostic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the handheld cable on the patient electronics unit.